Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient cleaning; however, the definitive root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an insufflation channel issue. The issue was observed during a diagnostic esophagogastroduodenoscopy (egd) procedure. The device was inspected before use and no abnormalities were found. With a 5-minute delay the procedure was completed with the same device. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material in the nozzle (a crystalized foreign material mixed with white fibers was found inside the nozzle). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to a scratch on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to clogging of nozzle, the water supply volume did not meet the standard value, the objective lens was chipped, the light guide lens had a crack, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.